Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that after the patient was implanted on (B)(6) 2017 they began to feel pain in their legs. As a result, the patient went back into surgery that same day to attempt to reposition the lead. Due to patient anatomy, the physician was unable to reposition the lead, therefore it was explanted.